Event description:
It was reported that the patient had to charge the ipg frequently and for longer period of time. It was also reported that the patient was not getting adequate stimulation due to these charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.